Manufacturer narrative:
Date of event: exact date unknown, event occurred in early may 2021, based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16740889. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5105035 / 5089153.

Event description:
It was reported that patients lead had high impedances. The patient underwent replacement procedure and was doing well postoperatively. The explanted leads were disposed of by facility.